Manufacturer narrative:
(B)(4). Date of initial report : 04/21/2016. The site has indicated that the incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Per our records retention policy, our device history records for generators are kept for 25 years. The incident unit is older than 25 years, therefore no device history record search was performed.

Event description:
The customer reported that the force1b20 generator was in use with a boston scientific sphincterotome for an ercp procedure. During the procedure, there was reportedly no tissue effect, but then all of a sudden there was an uncontrolled burst of output. This caused a hematoma and bleeding of less than 5cc. The bleeding was controlled with an injection of epinephrine. There was no harm to the patient.